Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specs prior to shipment. The sample has not been returned for evaluation to date. Based on the info received, the results are inconclusive and the root cause of the event is unknown. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The information for use (IFU) currently supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported when attempting to deploy the stent graft during a contralateral left sfa procedure, the handle separated from the outer catheter. The delivery system was removed. There was an extravasation during the procedure, so the sheath was left in the pt. The procedure will be attempted again at another date.